Event description:
Healthcare professional reported a xen®45 gts event described as "xen was broken due to tight slider" during implantation in right eye. Surgery was completed with a back-up device. No eye injury reported.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device analysis: one xen 45 injector was received. The xen glaucoma treatment system (gts) unit box and molded tray were returned. The needle cover, needle plug, and cam lock were not returned. The slider knob was received midway between the start and end positions, and the bevel selector in the center position. The gel stent was received taped to the injector. A visual inspection of the device was performed. No atypical observations were made nor damage observed. A functional test was performed per method ID: cl-xen-01. The slider knob was able to slide the full distance of the travel length in each of the three bevel selector positions. The functional testing showed that the pusher rod which pushes the gel stent out of the needle performed correctly and the needle retracted properly as the slider knob was advanced to the end of the travel distance. Since all of the expected conditions were met, no further evaluation is required. The reported complaint condition of slider resistance was not confirmed since no damage was observed and since the injector met all of the expected conditions when functional testing was performed.

Event description:
Healthcare professional reported a xen®45 gts event described as "xen was broken due to tight slider" during implantation in right eye. Surgery was completed with a back-up device. No eye injury reported.